Event description:
On (B)(6) 2010 at 1215: piv infiltrated to l. Wrist. On restart, 24gx5/8" jelco catheter (needle removed) was not in place to r. Hand, so attempt was made to remove the catheter by hub. Catheter not visible but snapped off in hand when hub was pulled on (felt like it "caught" in hand but the catheter itself was not stretching or visible). Approx 1/8" still attached to hub and 4/8" in hand. Pressure dressing applied. Pt transported to (B)(6) for surgical removal of foreign body in right hand.